Manufacturer narrative:
The 3m¿ curos jet¿ disinfecting cap number was reported as: (B)(4). No product catalog number was provided. Without a catalog number, a lot number could not be determined. No sample has been received to date. (B)(4) was received from the facility and the FDA. 3m has recently implemented a labeling change informing users of the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve in addition to bd maxzero¿ needle-free connectors. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. End of report.

Event description:
A customer reported the following information via a medwatch report: "a 3m¿ curos jet¿ cap malfunctioned, leaving patient's daily fluid line leaking on the patient and not through IV line. The cap was removed and placed in a biohazard bag to send to purchasing. Number on cap was (B)(4). The tubing was not preserved."